Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they think they had the device implanted for about 18 months and it didn't do them any good for the reason that they got it so they had it taken out. Patient inquired as to the dates when the device was implanted and when it was taken out. Agent reviewed implant date with patient and redirected patient to their healthcare provider for explant date, as device was still showing as active.